Event description:
Caller reports braking the coaguchek control ampule, and having a sliver of glass penetrate her finger. She manually removed the sliver and self treated by washing with soap and applying bactricyin.